Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was transferred from another hosp emergency room with complaint of left visual disturbance. A CT scan was taken of the pt's head and was negative. The pt's ldh was 890 and inr was 1.87. He was placed on heparin gtt and neurology was consulted. The pt's left hemianopia was completely resolved after initiation of heparin, and his inr goal increased to 2.5-3.0. The pt was discharged to home with no further issues six days later.

Manufacturer narrative:
The pump remains in use supporting the patient. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.